Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that approx one year after a glaucoma filtering shunt was implanted, the patient had decreased vision, decreased endothelial cell count and bullous keratopathy. It was indicated that the patient had been started on a glaucoma treatment eye drop and eye massage therapy as well. A corneal endothelial transplant was performed three months later and the event still continues under the surgeon's care. The surgeon blames the event on the patient's history multiple glaucoma and did speculate that is was possible that when the patient had been performing eye massages after the surgery, the cornea could have been rubbed up against the implant shunt. The shunt remains implanted. Additional info was requested.